Event description:
It was reported that an implantable neurostimulator (ins) was defective and wasn¿t implanted. The set screw wouldn¿t tighten, there was a lot of resistance when pushing in the lead, and the set screw was tightened to where it clicked but it didn¿t tighten and hold the lead in place. A new ins had to be used. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).